Manufacturer narrative:
D10 concomitant products: vlocl0804, vlocl0804 v-loc 180 3-0 grn 15cm cv23 (lot#a3a0160vy) vlocl0804, vlocl0804 v-loc 180 3-0 grn 15cm cv23 (lot#a3a0160vy) vlocl0804, vlocl0804 v-loc 180 3-0 grn 15cm cv23 (lot#a3a0160vy) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted two suture segments and one needle. The suture was returned broken. One segment measured 5 inches, was broken at the base of a barb and also broken at the unbarbed section with the loop end missing. The other segment broke 5/8 inches away from the needle attachment point. Measurements taken using asset nh02505. It was reported that the suture thread broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robot-assisted laparoscopic gastrectomy, at the time of closure of the insertion hole of the device in the gastrointestinal tract with continuous suture, the thread broke continuously. The threads were not cut in the same place, but in different places. It occurred on four sutures. A product from another lot was used to resolve the issue. There was no patient injury.